Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states the pump has been erratic for some time now. The customer states they have gotten blood glucose readings of 400mg/dl. The customer's blood glucose level at the time of incident was 320mg/dl. Troubleshoot was not able to be done, due to the no delivery being a passed event. The customer was educated on no delivery alarms, and advised to call in when the alarm occurs, in order to troubleshoot. No further assistance needed.